Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, d9, e3, h2, h6. A review of the complaint history for sn 16207010 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16207010 was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had enabled bluetooth and usb port sleeping mode. Bluetooth option was disabled, then modified the sleeping mode of usb and rebooted the system to resolve the issue. The case was opened to monitor the system and then closed due to no issues found in it. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen went black and required reboot during cases. Customer confirmed that there was no patient harm done and no delay or impact to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen issue was due to usb port and bluetooth. A technical support specialist disabled the bluetooth, a field service engineer modified port sleep settings and rebooted the station to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen went black and required reboot during cases. Customer confirmed that there was no patient harm done and no delay or impact to patient care. There were no adverse events or injuries reported based on this event.